Event description:
Customer reported the following: a maxplus clear valve was leaking while in use on a baby in the nicu. Maxplus valve was connected to a needle free valve t-connector on a small bore extension set and a leak was noticed at the connection of the two products. No cracks were observed on the maxplus valve. Blood glucose level was 47 prior to finding the leak and the pt was receiving d10 continuous infusion for hypoglycemia via peripherally inserted central catheter (PICC). The d10 was infusing for 3.5 hours when the leak was found and the blood glucose level was 28 at that time. Tubing, extension set t-connector, and the maxplus valve were replaced and infusion restarted. Pt's blood glucose level dropped as low as 18. Pt received d10 IV push bolus x2 with an increased blood glucose level. Blood glucose level eventually stabilized and pt was discharged home without any ongoing problems. Customer stated that no further patient/event info is available.

Manufacturer narrative:
(B)(4). Customer states that product will not be returned because product was discarded.